Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer performed a reset on their own and cts replaced the pump to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.